Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the ventricular pacing impedance was less than 200 ohms throughout the record, dating back to (B)(6) 2014. The impedance at implant was 218 ohms. There was a high count of low impedance paces and a lead warning occurred on (B)(6) 2014.

Event description:
It was reported that the right ventricular epicardial lead had noise, which was increasing in frequency. The pacing impedance was also low and an alert was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).